Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-2324bct-2 bio-composite swivelock® suture anchor had a malfunction. The anchor was being inserted during a procedure on (B)(6) 2022 in a shoulder and when the surgeon inserted it and was pulling it back, it broke and a piece flipped off it, it was not seen when the scope was used to check. The anchor was removed and a new one was put in without incident, no obvious harm and no unexpected or prolonged care. This was discovered during use with no impact to the patient.